Manufacturer narrative:
A design change which altered a capacitor value was implemented to prevent exposure switch overloading and arcing in (B)(6) 2007.

Event description:
A service tech from dealer reported that a jb-70 intra-oral x-ray unit, serial number (B)(4), would generate an exposure on its own when the unit was turned on. The system could not make add'l exposure unless it's powered off and on again.